Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer¿s blood glucose level was over 600 mg/dl, 29 mg/dl and 198 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.